Event description:
Altitude alarm was reported on the pump. Customer¿s blood glucose level was 8.6 mmol, which was within the normal range. Customer resumed insulin delivery with the original cartridge after receiving tips from support to prevent future altitude alarms.